Event description:
An aneurx bifurcated stent graft xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. The pt's iliac arteries were reported to be severely tortuous. The physician did not use an introducer sheath and inserted the stent delivery systems into the pt percutaneously. It was reported that a 20mm diameter x 3.75cm length aneurx aortic extension cuff kinked while being advanced through the iliac artery. The device was removed, an introducer sheath was inserted into the pt and another aneurx aortic extension cuff of the same dimensions was successfully implanted to complete the case. No sequelae were reported and the pt is reported to be fine.